Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in offline status. A field service engineer (fse) installed a new hard drive, but the problem persisted, and windows errors continued to appear. To address this, the fse ordered and installed a new all-in-one touchscreen, docking board, and power supply. After replacing these components, a system image was deployed on the station. Once the installation was complete, network credentials were entered, and the device was reconnected to the main server. The auto login was configured, and the station was rebooted. All tests were successful, the application launched properly, and the user verified full device functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es went offline. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A supplemental MDR was filed to correct the imdrf a codes and unique identifier.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es went offline. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.